Event description:
It was reported by the affiliate that the (1) tcr10 was used during a esophageal procedure. It was reported that the staples were malformed. The case as completed with a new device and there was no consequence to the patient.